Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to environmental problems traced to component problems. It is likely the following led to the malfunction: the event can be detected/prevented by following the applicable chapters in the instructions for use: chapter 4: operation, section 4.1 warnings and cautions: operation (page 51). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal tip of the bronchovideoscope was burnt, and the exterior covering was damaged. There were no reports of patient harm.